Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 2.5 for mechanical circulatory support. It was reported during impella support, the automated impella controller (aic) had a battery red alarm/vga issue. It was reported there was no red color on display. The issues with the aic prompted the aic to be removed from patient use. There was no patient harm reported.